Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during bolus delivery. Blood glucose value was 217 mg/dl. During troubleshooting, the customer found that the reservoir was empty and she could not get out of the rewind/fill tubing loop to continue. Customer was assisted with changing the reservoir. The customer stated that the insulin pump did not alert that the reservoir was low and just alarmed no delivery when she was already out of insulin. The displacement test was performed and the customer stated that instead of receiving a no reservoir alarm, she received a no delivery alarm. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.